Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 22/apr/2019. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "capsular fibrosis, malrotation of anatomic implant," and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Explanting physician reported "clinical and sonographic signs of capsular fibrosis," ¿clinical sign of malrotation of anatomic implant,¿ and ¿when opening the capsule on the left side the implant showed largely ruptured." Device has been explanted.